Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the issue could be reproduced. The rep was able to change the cycle of view, select the mr and CT in the navigation, and it was working properly. The system was restarted three times and the issue was not observed. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the computed tomography (CT) and magnetic resonance imaging (mr) was visible but only the CT could be selected. The mr selection was disabled. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Additional information: the surgeon opted to complete the procedure without the use of the navigation system. Correction: product updated to proper value.